Manufacturer narrative:
Reference sr (B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on november 16, 2018 but the transfer failed. In compliance with 21cfr part 820.198- quality system regulations and natus quality management system, we initiated the investigation of the reported failure. Device was returned and the cause of the problem was identified as a deficiency in the manufacturing process at our supplier which resulted in the failure of the weld. Following 21cfr part 806, natus has determined that field corrective action is required. The fca was initiated to fix all affected carts, ref res (B)(4).

Event description:
The video extension on the cart is leaning or bent.